Manufacturer narrative:
(B)(4) date sent: 04/06/2021 d4: batch # u5ax6p h6: component code = others (g07) device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and the anvil was not returned. The complaint states that the ancillary trocar did not penetrate the tissue. However, since the ancillary trocar was not returned, the complaint could not be verified. Nothing unusual was observed with the device trocar. The device was received with no staples while the green checkmark was present when the battery was installed, indicating that the device achieved full firing stroke. The device was reset, loaded with staples, and fired into test skin using an engineering anvil without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if ancillary trocar is not properly seated in the anvil, the ancillary trocar could detach from the anvil during manipulation. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic lar the 'spike was difficult to penetrate tissue'. The case was completed with no patient consequences.